Event description:
The customer reported the tube overheated. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but did not provide eval results. This MDR is related to ge healthcare complaint.